Event description:
It was reported the device could not be interrogated. Hence, the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of no communication was confirmed in the laboratory. The device could not communicate with the programmer because its battery was low. Based on the device parameter settings, longevity calculation indicates that the device is within expected longevity performance. The device was normal.